Manufacturer narrative:
Product analysis:analysis was unable to confirm the reason for return. The programmer started up normally. The keyboard was damaged. The latch of the cable bay was broken. The keyboard was replaced, the cable bay was replaced, the stylus was calibrated according to procedure, the software was re-installed and updated to the newest version, and the device was cleaned. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an error on the screen of the programmer and also that it was turning on and off. It was also noted that no interrogation was possible. The programmer is expected to be returned for service. There was no patient involvement.